Manufacturer narrative:
Catalog number and serial number are necessary to conduct an investigation of the reported incident, and the involved product. Even if the product is not made available for eval, sorin group USA would review service records for the involved product, as part of its normal investigation. If catalog number and serial number are obtained from the hosp, a follow-up report will be filed with results of the investigation based on that info.